Event description:
It was reported that debris was observed in the spike of an unspecified quantity of clearlink system continu-flo solution sets. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d2, b3/d10: update to asku (the dates were not reported for this event), e1: initial reporter city. H10: two (2) unused samples (one opened and one sealed) were received for evaluation. Visual inspection was performed using the naked eye which observed irregular, brown flecks embedded in the tubing, not in contact with the fluid path (no harm to patient). The flecks are due to a degraded piece of burned plastic outside the tubing during the extrusion process. Dimensional testing was performed on the embedded particulate and found to meet specifications. The reported condition was verified; however, the embedded particles met manufacturing specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.